Event description:
A patient reported a sore developing behind their front teeth while using the night aligners. The patient said it is more painful than their teeth moving. The patient stated that they have tried filing their aligner to make the edges softer/rounded and it's not helping. The patient said for that night they would try using orthodontic wax to see if that helps.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.